Event description:
It was reported that the pump display was frozen. The customer's blood glucose level was 9.8, indicating it was within the normal range. The caller received complete pump reset information from technical support and chose to reset the pump, which resolved the issue.